Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0064) was removed from service because the rate sensing portion is abraided, there is an insulation fracture. The entire lead was capped. An endotak down-sized lead (0125) was implanted.